Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely, as a longevity calculation performed after five years of implant had showed 6 months remaining on the device. Technical services (ts) noted that the warranty for this device is 5 years. A request was made to have data from this pacemaker analyzed. Remote monitoring data showed that the patient was in chronic atrial fibrillation (af) in a ddd mode with frequent aab alert transmissions, and both of these factors are known to increase battery power consumption. Ts reviewed that battery depletion seemed faster than expected, even with ddd mode and chronic af. Remote monitoring data also revealed stored ventricular episodes with noise. It was also noted that rv output was 4.5v, and the rv lead configuration was split unipolar pacing and bipolar sensing. This pacemaker and this right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.